Event description:
Procedure: urological / gynecological. According to the reporter: the patient underwent a repair procedure and the patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries. It was reported by the patients attorney that as a result of having the product implanted, the patient has experienced pain, disability, and impairment.

Manufacturer narrative:
(B)(4). Additional information: date of report: (B)(4) 2012, device info: pelvicol acellular collagen matrix, device MFR: tissue science laboratories, (B)(4), (B)(6).